Manufacturer narrative:
Additional devices listed in this report: cat # 5510f401, lot # s9x6n, description: triathlon cr fem comp #4 l-cem; cat # 5520-b-400, lot # echrx, description: triathlon prim tib baseplate ¿ cemented; cat # 5551-g-350, lot # e43t, description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device discarded by hospital.

Event description:
It was reported that the clinical study patient experienced pseudomeniscus left knee with revision surgery (arthroscopy).

Manufacturer narrative:
An event regarding patient factors (pseudomeniscus) involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation, as it remained implanted. Medical records received and evaluation: clinical consultant review concluded that based on available info, no substantial pathology would be present in the knee and consequently thus also no failure mode present other than a diagnostic arthroscopy performed for unknown complaints with no pathology evident after the procedure. No device-related aspects present, neither any patient-related or procedure-related problems established. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined as the device was not returned for evaluation and sufficient information was not provided. Nonetheless, clinical review indicated that fibrous tissue fills in the empty space in the patellofemoral joint and thereby provides some type of gliding surface similar to the meniscus between femoral condyle and tibia in a native knee. Its presence is completely benign, not associated with any special pathology of whatever patient-related, procedure related or device-related origins.

Event description:
It was reported that the clinical study patient experienced pseudomeniscus left knee with revision surgery (arthroscopy).